Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant. During deployment of a 29mm navitor valve, the patients blood pressure significantly decreased and would not stabilize. The valve was deployed successfully and patient continued to crash. Manual cardiopulmonary resuscitation (CPR) was administered and the patient was defibrillated 4 times until stabilized. A temporary pacing lead was put in and the patient will receive a permanent pacemaker. The patient did had pre existing rights bundle branch block pre procedurally. Patient stable.

Manufacturer narrative:
An event of hypotension and implant of a permanent pacemaker was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.